Event description:
It was reported that the cordless driver 3 oscillates when the reverse trigger is pulled during testing at the stryker foreign subsidiary. There was no pt involvement and no adverse consequences associated with the device. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
It was noted that the safety bar was dented and gouging into the forward trigger shaft causing the trigger to not fully extend thus actuating the handpiece in oscillation when the reverse trigger was pressed.